Event description:
It was reported that a revision surgery was made because the suture pulled out of the anchor from a previous repair.

Manufacturer narrative:
The reported magnum 2 device, use in treatment, was not returned for evaluation. A relationship between the device and reported incident cannot be established as the product was not returned. From information provided, reported that a revision surgery was made because the suture pulled out of the anchor from a previous repair. A customer complaint cannot be verified due to the product was not returned for evaluation. Root cause is unable to determined; however the most possible cause may be due to use of other sutures; or incomplete insertion of the anchor on the previous repair. The IFU was reviewed and was found to provide clear and thorough instructions for use. Since no clinical supporting documents were provided to conduct a thorough analysis of the reported issue, a medical assessment cannot be rendered. The impact to patient cannot be concluded.